Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had driveline infection on (B)(6) 2024 2023. Cultures were positive for pseudomonas and methicillin-resistant staphylococcus aureus (mrsa). The patient was treated with intravenous (IV) vancomycin and cefepime which resolved the infection.

Manufacturer narrative:
Section b2: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.